Event description:
After placing the introducer via radial access, the valve on the sheath began to leak during the procedure. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
The event is currently under investigation.

Manufacturer narrative:
A review of complaint history, device history record and quality control documentation and trends was conducted during the investigation. A functional test and a visual inspection of the returned device was conducted. One used sheath was returned for evaluation. Pnor functional testing of the complaint device with the isoprene valve design has confirmed leakage, especially after the provided dilator or similar device has been passed through the valve. There is no evidence to suggest the device was not manufactured per specification. The appropriate personnel will be notified of this event.